Manufacturer narrative:
Review of complaint activity determined that there was elevated complaint activity for the likely cause lot 94361li00. Tracking and trending report review for the architect anti-hcv assay determined that there were no related adverse trends, however, non-statistical trends were identified associated with the complaint issue. Manufacturing documentation including statistical process control (spc) of the abbott controls generated during the manufacturing process of the likely cause lot were reviewed. This review found that the reagent lot was released with abbott positive control values below the mean value. However, all release specifications were met. Retained kits of reagent lot number 94361li00 and/or 94357li00 (which contain the same bulk material) were calibrated and controls were ran. The calibration and control values met all specifications. The lot was further tested in a sensitivity setup including two internal sensitivity panels and additional replicates of the positive control. The sensitivity panel values and the positive control values met specifications and no false non-reactive results were obtained. Clinical sensitivity was evaluated by testing six commercially available seroconversion panels and the results were compared to architect anti-hcv results provided by the panel manufacturer. The reagent lot detected the same bleeds as reactive for the seroconversion panels in comparison to historical data. Additionally, clinical sensitivity was further evaluated by testing twenty commercially available seroconversion panels using architect anti-hcv reagent lot 94361li00. The seroconversion panel results were compared to architect anti-hcv reagent lot number 94020li00. The lot detected the same bleeds as reactive for the seroconversion panels in comparison to the architect anti-hcv reagent lot number 94020li00. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect anti-hcv assay, lot 94361li00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific information was provided.

Event description:
The customer reported a (B)(6) architect anti-hcv result. The customer indicated the patient had a previous (B)(6) result. No impact to patient management was reported.